Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and deployment failure occurred. The target lesion was located in the superficial femoral artery (sfa). A 6mm-150mm/130cm innova¿ stent was advanced to treat the lesion. However, the stent was kinked and unable to be deployed. The procedure was completed with another same size innova stent. No patient complications were reported and the patient's status was fine.